Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was damaged and the battery cap will not attach to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 2 date of submission 09/06/2016 - device evaluation: the battery cap was returned and evaluated by product analysis on 8/09/2016 with the following findings: a visual inspection of the battery cap revealed there was no damage or defects. The battery cap was able to secure to the battery compartment. The battery cap contact height and width measurements were found to be within specification.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked and chipped on the edge of the compartment.